Event description:
Heparin drip found running at 20 ml/hour. Rate ordered was 2 ml/hour(200 units/hr). The rate was programmed in error when the dose was decreased from 400 units/hour to 200 units/hour. IV ran at increase rate for 4 hours. Heparin stopped, patient monitored closely with ptt lab values monitored.